Event description:
Reporter indicated that the pt's device gave high impedance upon interrogation. Physician has referred pt for revision surgery, but surgery is pending. All attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.